Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device unable to be returned for evaluation.

Event description:
It was reported that the plate broke post-operatively. The patient did not comply with the soft food recommendation following the procedure, and the fractured plate was removed in a revision surgery.